Event description:
Consumer called to report issues with her logic meter. Readings are very erratic. Analysis run on clark error grid using mean avg. Readings (20) as ref. Point vs. Bd readings (300, 55, 114, 40, 90) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting prod return to conduct quality investigation.